Manufacturer narrative:
A review of tickets found one additional ticket for lot 83286ui00 but there are no trends identified for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 83286ui00 and all testing met acceptance criteria, therefore, the lot is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Per product labeling, insufficient processing of sample, or disruption of the sample during transportation may cause depressed results. In this case, the customer followed the recommendation of the insert and did additional testing. Based on the investigation no product deficiency was identified for architect tsh, lot 83286ui00. There is no further patient information provided due to privacy issues.

Event description:
The customer reported a falsely decreased architect tsh result on one patient. The results provided were: sid (B)(6) on (B)(6) 2018 initial (B)(6) = 0.15miu/l / repeated (sid (B)(6)) = 2.44miu/l. There was no reported impact to patient management.